Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it is reported that pump battery depleted, as expected, and subsequently the pump shut down. Customer's blood glucose level was elevated, value was not provided. Customer declined to continue troubleshooting with tandem technical support.